Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available b5 and f10, corrected data: voice alteration was inadvertently omitted from the initial MDR.

Event description:
The patient also had voice hoarseness associated with vns implant that is recovering / resolving the doctor wasn't sure if it was related to surgery or intubation , but believed it was possibly vocal cord paralysis - this has not been diagnosed or confirmed.

Event description:
It was reported that the patient had post-operative complications after implant she complained of difficulty swallowing. They kept her in the hospital for before the issue resolved and she was released. It was clarified from the clinical study team that the patient was part of that the patient had moderate anaphylaxis for which the patient was hospitalized for 3 nights. The event had resolved and was definitely related to vns surgery. No further relevant information has been received to date.

Event description:
It was reported that the patient's voice alteration had resolved. No further relevant information has been received to date.